Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with mild tortuosity and heavy calcification. Pre-dilatation was performed and the 3.5 x 38 mm xience prime stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy. During removal, the stent struts became flared while the physician pulled the sds from the anatomy. A new xience prime sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.